Manufacturer narrative:
Based on the claim against the product by the customer noting a loose pin, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument for evaluation, and completed the failure analysis testing. The reported complaint of a loose pin on the instrument was not able to be replicated or confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. An image of the prograsp forceps instrument related to this event was received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The provided image is consistent with the allegation of a loose pin. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer observed that the prograsp forceps instrument had a loose pin in the middle of the joint. The customer had to push the pin back to its original position. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed. It was difficult to remove the instrument due to the loose pin. The customer was able to remove the instrument and cannula together as one piece without increasing the port size. No fragments fell inside the patient during the procedure. It was confirmed that there was no patient harm, injury, or adverse outcome.